Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. The customer did not issue the return of the instrument as the customer reported the instrument is not available.

Event description:
It was reported that during a da vinci-assisted hiatal hernia paraesophageal surgical procedure, the vessel sealer extend (vse) was sticking to tissue. This happened despite cleaning it, especially around short gastric.